Event description:
(B)(4). The dentist reported that 8 months after the dental implant was installed in intraoral region #30 it was verified its non osseointegration. A 30 ncm of primary stability was achieved and immediate load was not performed. Pt had bone type I. The implant was carried out immediately.

Manufacturer narrative:
(B)(4).